Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. The device evaluation revealed that a retaining ring disengaged from the drill's swivel connector, allowing the drill body to separate from the base of the pneumatic hose assembly. The device will be repaired and returned to the user facility.

Event description:
It was reported that during a lumbar fusion, a pneumatic drill disassembled from the base of the pneumatic hose, contacting the surgeon's face and then fell onto the pt. The device was immediately retrieved by hand from the surgical site, without causing any injuries to the pt. No additional medical treatment was administered to the pt and the surgeon reported no injuries, as a result of this incident. There was no report of any oil leakage from the device. Backup equipment was used to successfully complete the procedure, causing a 5 min delay. The surgical staff confirmed that this incident would not adversely affect the pt's surgical outcome. No other adverse consequences were alleged with this event.